Manufacturer narrative:
(B)(4). The customer provided one image showing a connector assembly for analysis. Signs of use were observed on the sample. The customer returned one connector assembly, a compression cap, and compression sleeve. Signs of use were observed. Visual inspection of the compression cap confirmed there was a crack present adjacent to the molding seam. Microscopic examination confirmed the damage. It was also noted that the compression sleeve contained imprints. These imprints were likely caused from the sleeve becoming pinched between the threads of the connector cap and the connector assembly. R & d has previously been contacted as part of complaint investigations of this type. They confirmed that overtightening of the compression cap during use likely caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged"." Green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation." "Ensure that compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation. Remove catheter clamp". The report of a damaged compression cap was confirmed through complaint investigation. Visual analysis revealed a crack in the compression cap. Visual and microscopic examination also revealed thread imprints on the green compression sleeve, which likely occurred from being pinched between the connector assembly and compression cap. A device history record review was performed, and no relevant findings were identified. Based on the sample received, the report from the customer, and past comments from r & d, the root cause for this issue is likely due to unintentional use error. Teleflex will continue to monitor and trend for reports if this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found the luer hub/fitting has crack during use on the patient. Patient was reported as good post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2023, the doctor found the luer hub/fitting has crack during use on the patient. Patient was reported as good post procedure.